Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: where was the needle held during use (end, swage, tip, middle)? Needle was held as usual proximal one third from the swage. What tissue is the needle retained in? Uterus. Were x-rays taken to identify the location of the needle? Yes, but could not find the broken tip. How large (in mm) is the needle piece left in patient? 2mm. Does the surgeon plan to remove the needle piece? Yes, but she could not find the tip which was broken. What is the surgeon opinion as to the causative factor for the needle breakage? Nothing specific, except that she was shocked as it happened first time for her mainly with ethicon. Do you have the other half of the needle for evaluation in (B)(6)? Yes, the remaining part of the needle has already been dispatched to (B)(6). Maybe tomorrow or monday it should be shipped. What are the patient age, weight and medical history? No past medical history. (B)(6). What is the current condition of the patient? At ¿present¿ good and recovering from the caesarean section. The actual sample showed a needle with missing, broken off needle point and attached partial suture. Visual inspection was performed. Needle found to have user holder marks throughout needle body including needle point area and directly at the break point, as well as in the swage area. User handling error was determined to be the cause of the issue.

Event description:
It was reported that the patient underwent a caesarean section procedure on (B)(6) 2016 and the suture was used. During the procedure, the tip of the round bodied needle broke while suturing uterus and stayed in the uterus. X-ray exam was performed, but the broken tip was not found. Another like device was used to complete the procedure. Currently, the patient is good and recovering from the procedure.